Event description:
It was reported that the antenna cord was frayed; there was a broken external antenna. This occurred (B)(6) 2015. No medical or therapy problem was reported. No out of box failure was reported. There was a loss of therapeutic effect and the patient was not able to recharge the implantable neurostimulator (ins). The return of pain was in (B)(6) 2015 because they were not able to recharge. The patient had been through hell with the ins not working. The last time they recharged was (B)(6) 2015. The patient had the ins for several years and it was wonderful and thought the manufacturer was a godsend. There was a confirmed overdischarge, and it was the first overdischarge. A physician mode recharge (pmr) was performed and it successfully reset the device. The patient received a replacement recharger. They could not charge with the new recharger. The manufacturer representative (rep) met the patient and performed the pmr. The patient was then able to charge successfully. Patient status at the time of the report was alive, no injury. Patient symptoms or complications associated with the event included less than 50 percent therapy relief and unknown location. The patient received assistance from their healthcare provider or rep and their concerns were resolved. An appointment date was noted for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).